Manufacturer narrative:
Concomitant product: lot #23f15k0308. (B)(4).

Event description:
It was reported that while pulling back on the stylet, which was in a coiled PICC, the tip of the stylet was forcibly broken off inside the catheter. As a result the catheter and stylet were removed together and a new kit was opened and used to complete the procedure. There was no delay in treatment. No death, injury or complications were reported. An x-ray was performed.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The body of the returned stylet had numerous kinks/bends. Microscopic examination found that the biosensor was separated and missing from the distal tip. Arrow vps stylets are designed to be used with catheters with a minimum inner diameter of .021 inches. No information was provided regarding the size of catheter involved in this incident. The provided instructions cautions that if resistance or bunching of the catheter is observed, discontinue stylet withdrawal and allow the catheter to return to its normal shape. Flush the lumen and repeat procedure until stylet can be easily removed. If great resistance is experienced, withdraw both the catheter and stylet together. A device history record review was performed and did not reveal any manufacturing related issues. Since it was reported that the PICC was coiled at the time of the stylet removal attempt, it appears that excessive force was applied to the stylet during removal causing the biosensor to separate. Therefore, operational context caused or contributed to this event. The procedure for proper stylet removal has been reviewed with the customer. No further action will be taken.